Event description:
It was reported that after announcing a usual breakfast, the user experienced hyperglycemia with blood glucose rising to a reported high of 265 mg/dl and remaining above range for approximately four hours, despite the ilet issuing a high glucose alert and delivering correction doses; the event was associated with difficulty selecting correct meal size and potential infusion site and supply-change issues, and the user planned a complete supply change and to resume insulin delivery as intended. Symptoms included the user feeling fine. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer care troubleshooting, education on appropriate meal size selection, and guidance to perform a full supply change including cartridge and site replacement. Investigation of this case revealed that glucose increased post-meal after an announced meal, corrections were delivered, and site location under the chest and less frequent cartridge changes could contribute to delayed glucose recovery, while a1c trends were improved overall. It was concluded that hyperglycemia occurred and was correctable with supply change and appropriate meal size selection, with the cause not clearly attributable to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.